Event description:
The customer reported to beckman coulter that about 2 drops of fluid leaked from the probe of the coulter act 8/10 analyzer. No erroneous results were generated; accordingly there were no adverse patient events and no changes to the care and treatment of any patient. There were no injuries or exposures to any laboratory personnel. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found a leaking lyse syringe. The fse removed and replaced the leaking syringe which resolved the issue. (B)(4).